Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, dehydration and acid. The blood glucose reading was 479 mg/dl. The customer stated that she was treated for dehydration. She was wearing the insulin pump at the time of hospitalization. The customer stated that she had changed her infusion sets, kept treating, and gave herself a manual injection, but her blood glucose levels kept climbing. She also observed that her acid level was very high and she complained of excessive dehydration. Nothing further reported.